Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pruritus ('severe cutaneous pruritus') in a 49-year-old female patient who had essure (batch no. 525606-invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia in 2007 and uterine abrasion (due to metrorrhagia following intrauterine device removal) in 2007. Previously administered products included for an unreported indication: intrauterine device in 2007. Concurrent conditions included falcine meningioma (asymptomatic and additional investigations normal). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pruritus (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headaches"), malaise ("malaise at work"), dermatitis contact ("contact eczema"), irritability ("irritability") and arthralgia ("unexplained joint pain (shoulder and neck)"). On an unknown date, the patient experienced device intolerance ("possible intolerance"). The patient was treated with surgery (laparoscopic bilateral cornuectomy to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the pruritus, fatigue, headache, malaise, dermatitis contact, irritability, arthralgia and device intolerance outcome was unknown. The reporter provided no causality assessment for arthralgia, dermatitis contact, device intolerance, fatigue, headache, irritability, malaise and pruritus with essure. The reporter commented: consultation in (B)(6) 2020 for possible intolerance (after 4 years). Essure removal was performed at the patient's request. No postoperative complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. This lot number 525606 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pruritus ('severe cutaneous pruritus') in a (B)(6)-year-old female patient who had essure (batch no. 525606) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia in 2007 and uterine abrasion (due to metrorrhagia following intrauterine device removal) in 2007. Previously administered products included for an unreported indication: intrauterine device in 2007. Concurrent conditions included falcine meningioma (asymptomatic and additional investigations normal). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pruritus (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headaches"), malaise ("malaise at work"), dermatitis contact ("contact eczema"), irritability ("irritability") and arthralgia ("unexplained joint pain (shoulder and neck)"). On an unknown date, the patient experienced device intolerance ("possible intolerance"). The patient was treated with surgery (laparoscopic bilateral coronectomy to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the pruritus, fatigue, headache, malaise, dermatitis contact, irritability, arthralgia and device intolerance outcome was unknown. The reporter provided no causality assessment for arthralgia, dermatitis contact, device intolerance, fatigue, headache, irritability, malaise and pruritus with essure. The reporter commented: consultation in (B)(6) 2020 for possible intolerance (after 4 years). Essure removal was performed at the patient's request. No postoperative complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pruritus ('severe cutaneous pruritus') in a 49-year-old female patient who had essure (batch no. 525606-invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia in 2007 and uterine abrasion (due to metrorrhagia following intrauterine device removal) in 2007. Previously administered products included for an unreported indication: intrauterine device in 2007. Concurrent conditions included falcine meningioma (asymptomatic and additional investigations normal). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pruritus (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headaches"), malaise ("malaise at work"), dermatitis contact ("contact eczema"), irritability ("irritability") and arthralgia ("unexplained joint pain (shoulder and neck)"). On an unknown date, the patient experienced device intolerance ("possible intolerance"). The patient was treated with surgery (laparoscopic bilateral cornuectomy to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the pruritus, fatigue, headache, malaise, dermatitis contact, irritability, arthralgia and device intolerance outcome was unknown. The reporter provided no causality assessment for arthralgia, dermatitis contact, device intolerance, fatigue, headache, irritability, malaise and pruritus with essure. The reporter commented: consultation in (B)(6) 2020 for possible intolerance (after 4 years). Essure removal was performed at the patient's request. No postoperative complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. This lot number 525606 is invalid. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 1-apr-2021: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.